Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 60 mg/dl. The customer alleged that the pump delivered boluses that the customer did not request. Tandem technical support reviewed the pump logs and determined that the pump functioned as intended and the cause of the bg level was due to customer input. Low bg was addressed by administering a glucagon shot. Paramedics were called however; bg level had already been resolved. Tandem technical support conducted systems check and the pump was functioning as intended.